Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a remote transmission showed increased lv lead impedance. Patient was brought in for device evaluation. Upon interrogation, loss of capture and high out of range pacing impedance was observed. The merlin.net alerts for lv lead impedance were off. Isometrics were completed. No noise noted. Pacing vector was changed. Lv lead revision/replacement was suggested. Patient will be referred to the ep physician. The patient is stable.

Event description:
New information notes that on (B)(6) 2020, the lead was explanted and replaced. The patient was stable and discharged home.

Event description:
New information notes that the lead was capped not explanted and remains in the body. Lead will not be returned.

Event description:
New information notes that the lead is still working and was elected to hold off on the evaluation after the covid-19 restrictions are lifted.